Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl, and her blood glucose was treated with an insulin drip. The customer mentioned that the cannulas were bent. Troubleshooting was performed. The caller stated that the insulin pump alarmed no deliver during manual prime. Assisted the customer to run a manual prime and the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.